Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side implant has dropped," the "nipple is going in," and possible rupture. Further reported was "joint pain and body aches" which have been deemed not related to the device. The device remains implanted.

Event description:
Patient reported "left side implant has dropped," the "nipple is going in," and possible rupture. Further reported was "joint pain and body aches" which have been deemed not related to the device. Healthcare professional confirmed rupture. The device remains implanted.